Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report. 1. Section h. Box 6. Device code 1 please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report: 1. Section h. Box 6. Method code 1 & 2 h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned handle revealed that the nosecone funnel was damaged. If the proximal end of the smart coil pusher assembly is forcefully inserted and manipulated inside the handle nose cone, damage such as this may occur. If the nosecone funnel is damaged, the handle may not function properly. During functional testing, the handle was tested with a handle test fixture and performed within specification. A demonstration smart coil was able to detach with the returned handle without an issue. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the first smart coil was successfully implanted. The second smart coil was successfully detached with the handle after multiple clicks. Subsequently, the next smart coil was unable to detach with the handle. Therefore, the handle was removed. The procedure was completed using the same smart coil and a new handle. There was no report of an adverse effect to the patient.